Manufacturer narrative:
Clinical code: 4582- no clinical signs, symptoms or conditions: the patient has no symptoms and the dsine is not tending to enlarge, but additional treatment is planned due to blood flow into the false lumen. Impact code: 4613- minor injury/ illness / impairment: health damage to the patient is not serious. The patient has not been recovered. 4625- additional surgery: stent-graft implantation will be performed to cover the sine site as additional treatment. Medical device code: 3190- insufficient information- investigation still pending, not yet enough information to classify a device problem. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales jan 20 to mar 24 vs leakage (dsine) complaints jan to mar 24) gave an occurrence rate of (B)(4).(complaints v sales). 4111 - communication/ interview: site confirmed on 25 apr 24 no further information will be available. 3331 - analysis of production records: full batch review was performed, and no issues were identified during manufacturing process from raw material to finished product. 4117 - device not accessible for testing - device remains implanted. Investigation findings: 3233- results pending completion of investigation. Investigation conclusions: 11- conclusion not yet available.

Event description:
Dsine (distal stent graft induced new entry) at the distal end of the stent-graft with blood flow into the false lumen: the patient underwent transversus abdominis release (tar) and frozen elephant trunk (fet) on (B)(6) 2023. During a postoperative regular follow-up, dsine was noted at the distal end of the stent-graft. The patient has no symptoms and the dsine is not tending to enlarge, but additional treatment is planned due to blood flow into the false lumen. The operation date will be determined at the outpatient visit on (B)(6). Stent-graft implantation will be performed to cover the sine site as additional treatment. Operation type: tar and fet no blood loss.

Manufacturer narrative:
Clinical code: 4582- no clinical signs, symptoms or conditions: the patient has no symptoms and the distal stent graft-induced new entry (dsine) is not tending to enlarge, but additional treatment is planned due to blood flow into the false lumen. Impact code: 4613- minor injury/ illness / impairment: health damage to the patient is not serious. The patient has not been recovered. 4625- additional surgery: the patient has no symptoms and the dsine is not tending to enlarge, but additional treatment is planned due to blood flow into the false lumen. The operation date will be determined at the outpatient visit on (B)(6). Stent-graft implantation will be performed to cover the sine site as additional treatment. Medical device code: 3191- appropriate term/code not available- it is not device specific - it affects all stented devices, not just thoraflex hybrid. There is nothing in the IFU or training materials about dsine because it is unknown what causes it or how to prevent it. Although several risk factors have been identified in previous research articles and studies, this study did not identify any independent clinical or individual factor predicting the development of dsine. The true root cause of dsine cannot really be established because its widely believed to be multi-factorial and external uncontrollable factors; patient factors such as anatomical and physiological variations as well as hemodynamics and disease condition all play a part, then there are surgical/procedural factors not related to the device. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: (B)(4). 4111 - communication/ interview: additional information about the event was requested on 11 apr 24 regarding scans availability, device, patient and preexisting condition relation, if any surgical intervention and the meaning of dsine. Site confirmed on 25 apr. 24 no further information will be available. 3331 - analysis of production records: full batch review was performed, and no issues were identified during manufacturing process from raw material to finished product. 4117 - device not accessible for testing - device remains implanted. Investigation findings: 4256- malfunction observed without conclusive finding- further action is planned to prevent dsine where possible which has an increase in prevalence in 2024. Dsine is a relatively new event category and its relationship to device failure is still under investigation. This action is being undertaken under ia238. There is an ongoing research in this area, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time investigation conclusions: 4315- cause not established: from the investigation performed no causal link was identified between the device and the event for this issue. Due to a lack of no further information, post operational scans, images or device availability could not confirm the event causality being provided from the site.

Event description:
Dsine (distal stent graft induced new entry) at the distal end of the stent-graft with blood flow into the false lumen: the patient underwent transversus abdominis release (tar) and frozen elephant trunk (fet) on (B)(6) 2023. During a postoperative regular follow-up, dsine was noted at the distal end of the stent-graft. The patient has no symptoms and the dsine is not tending to enlarge, but additional treatment is planned due to blood flow into the false lumen. The operation date will be determined at the outpatient visit on (B)(6). Stent-graft implantation will be performed to cover the sine site as additional treatment. Operation type: tar and fet. No blood loss. This report is being submitted as follow up #1 for manufacturing report #9612515-2024-00025 to provide event closure information for comp 5312.